Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) fenestrated bipolar forceps instrument was analyzed and found to have a thermal damage on the grip. The lower grip's over-molded insulator appears to be melted and the metal base underneath is visible with burn marks. The energy delivery and electrical continuity was tested and passed. The housing was removed for inspection and found no damage. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The housing was removed for inspection and found no damage. The complaint regarding melted marks on the forceps was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user observed some melt marks on single port (sp) fenestrated bipolar forceps instrument. The procedure was completed as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that no arcing was observed during the procedure. There were no other instruments in use that could have contributed to an arcing event, and no injury to the patient was reported. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The surgeon believes that the thermal damage to the instrument was caused by the continuous use of the fenestrated bipolar forceps for a long time without utilizing the autostop feature. There was no collision with an energy instrument during the procedure, and no photographic images or video recordings of the procedure are available for isi review.